Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 03.122.053; lot: l573766; manufacturing site: hägendorf; release to warehouse date: october 02, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, functional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection investigation site: cq zuchwil . Selected flow: 2. Device interaction/functional . Visual inspection: the received instrument is in used condition and shows wear marks and scratches on the surface of the instrument. The millings at the tip section is deformed and shows wear marks on the surface. Functional test: a functional test was performed and has shown that the outer sleeve (03.122.053) could not be inserted without any problems into the drill sleeve (03.122.054) as the millings at the tip section are damaged and bent. A proper application is no longer possible. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: as the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no dimensional inspection review is needed. Summary: the received instrument is in used condition and shows wear marks and scratches on the surface of the instrument. The millings at the tip section are deformed and show wear marks on the surface. This lot was manufactured in october 2017 according to the specification. The device history record was researched, no abnormal findings were identified. There were no issues during the manufacturing of the product that would contribute to this complaint condition. The strongly visual damages on the tip section of the instrument, especially at the millings area, led us to suppose that the cause of the damages are the result of a mechanical overload situation during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). A review of the device history records has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date during an unknown surgical procedure, it was noted that six (6) outer sleeves, six (6) drill sleeves, and six (6) centering sleeves for kirschner wire (k-wire) were too tight to dismantle under operation. When the surgeon is about to remove the inner sleeve for k-wire and ready for drilling, all the sleeves will come out because they are too tight. Issue was also noted during inspection of the devices. This report addresses ten (10) of these devices. Additional devices are addressed in (B)(4). This report is for one (1) outer sleeve for insertion guide. This is report 1 of 10 for (B)(4).